Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified foot surgery, it was observed that the sagittal saw attachment device was leaking oil from where the burr device inserts into the device. There was a two minute delay to the surgical procedure. An identical spare device was available for to complete the surgery successfully. It was reported that oil leaked on the surgeon's glove (sterile field). The reporter indicated that gauze was used to stop the oil from going any further. It was reported that no oil fell into the patient. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device leaking oil was not confirmed. Therefore, an assignable root cause was not determined. However, during in-house engineering evaluation, it was determined that the device would not oscillate at all, needle bearing was corroded and an unknown substance was found inside the unit. It was determined that these issues were consistent with improper cleaning. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.